Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the returned pump. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed denatured thrombus rings situated on the inlet bearing ball and inlet section of the rotor. The rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined period of time while the pump was supporting the patient. The rings were similar in color and structure, and were likely a single formation prior to the disassembly of the pump. Examination of the proximal-side of the outlet stator revealed non-laminated depositions situated in between the outlet bearing ball and the stator blades. A similar deposition was situated on the outlet bearing cup. The structure of these depositions and lack of laminated layering suggests that they did not form in these locations. Although their origins and a duration for which they were present in these areas could not be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup suggests that the depositions were not present in the outlet stator while the pump was operating. The thrombus formations found in the pump could have contributed to the reported elevation in the patient¿s lactate dehydrogenase (ldh) levels. The thrombus would have also created additional resistance on the spinning rotor, potentially contributing to the reported transient power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 28 days. The device was returned for analysis. Evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient's liver function tests were elevated with a lactate dehydrogenase level greater than 5000 u/l. The patient's inr was reported to be supratherapeutic. On (B)(6) 2016 the patient was noted to be agitated with decreased oxygenation and bloody secretions. A bronchoscopy was performed and the patient was found to have diffuse bleeding. Central venous pressures had increased from 15 mmhg to 20 mmhg. The patient's desaturation was reportedly related to pulmonary edema. An increase in estimated pump flows was observed with a decrease in pulsatility index. A transesophageal echocardiogram revealed a large left ventricle despite increasing pump speed. Pump malfunction due to thrombus was suspected. The patient was brought to the operating room for an urgent pump exchange on (B)(6) 2016.